Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument conductor wire was damaged. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e3 is blank because the information was not provided. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument energy cable was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and a damaged conductor wire was observed during initial inspection. There was no signs of thermal damage at site of conductor wire breakage. The instrument was not used for the planned procedure. No patient information can be disclosed.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken conductor wire to be related to the customer reported complaint. For clarification, the instrument was found to have broken conductor wire at the grip-crimp location. The root cause of broken conductor wire is attributed to a component failure. Visual inspection found no other damage.

Event description:
Refer to h10/h11 for follow-up information.